Manufacturer narrative:
(B)(4). (B)(6). It was reported from (B)(6) that during device inspection in the reprocessing it was observed that the quick coupling device was not gripping the k-wires properly. During in-house engineering and evaluation it was found that there was a machine coupling malfunction, cannot attach to hand piece or function gauge. It was noted that the coupling shaft was worn, and the bearing was damaged and came apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during device inspection in reprocessing, it was observed that the quick coupling device was not gripping the k-wires properly. During in-house engineering and evaluation it was found that there was a machine coupling malfunction, cannot attach to hand piece or function gauge. It was noted that the coupling shaft was worn, and the bearing was damaged and came apart. The event was not related to surgery. It was reported that there was no delay to a scheduled procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.